Manufacturer narrative:
(B)(4). Connecting the patient line to the transfer set before priming is a known cause for air in the tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during the initial drain without an alarm. The patient was connected at the time of the event. The patient connected to the homechoice before priming. The technical service representative assisted to retrieve the cassette. The patient was to set up with new supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.